Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified opening curved on anterior, white particles, and flat creases. Leak test and microscopic analysis were performed which identified valve-to shell-bond area, sharp opening on anterior, and observed void >1 mm in non-textured. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a sharp opening on anterior (valve bond edge) due to an unidentified (tear) opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.